Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/16/2018. Device returned to manufacturer? Yes. One (1) sample was returned for investigation and was consisted of activated glass cylinder (containing approximately 0.5 ml of expellable solution), the cylinder holder, the plunger rod (which was screwed into the backside of the blue rubber plunger) and the cannula, which is attached onto the luer-lock mount on the holder. The assembled syringe was placed into two plastic bags and then into a brown envelope. Visual and stereomicroscopic investigation was performed. The results of visual inspection on healon gv syringe/components did not indicate any out of specifications or abnormal parameters. Hence, there is no indication of the ¿foreign object¿ observed by the customer; however, it was determined that the foreign material is not glass, hardened silicone, silicone oil or blue rubber material due to coring of the perforation membrane. These are most likely material can be found in healon gv solution as they represent the material in the primary packaging such as silicone-coated glass and silicone-coated rubber. A product deficiency could not be confirmed. Visual inspection on retained products on lot ud31367 was performed. No visible defects were found on the package or solution. The solution was clear and colorless. No visible defects on the product box. The printing on the carton and labels are correct. All components were included in the product, without defects, with exception of two samples; one (1) sample had small dark spots on the plunger rod. The other sample had a small crack in the cannula hub. The product deficiency related to current complaint was not found on retain samples. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no complaints have previous been reported on this batch. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Healon is not an implantable device. If explanted; give date: n/a (not applicable). Healon is not an implantable device. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign object came out of healon gv cannula during use. The customer commented that he suspected this foreign object was clogged healon material, but was not sure. The healon had been injected into the patient's eye and was expelled later. No additional information provided.